Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of sound. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts by the center to schedule revision surgery have been unsuccessful. It is believed that the recipient experienced an in-situ failure. The device history record noted no rework. The recipient remains implanted. This is the final report.